Event description:
The sales rep reported that a pin from 4:1 cutting block came off during surgery. No adverse effects to patient and the issue was quickly noticed. Sales rep reported that no extra operative time was needed.

Manufacturer narrative:
An event regarding dissociated fixation pegs involving a scorpio / nrg 4:1 cutting block size 9 was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported event as one of the fixation pegs has disassociated. Material analysis indicated no evidence of either welding or press-fit on both pins in the cutting block. -medical records received and evaluation: no medical records were received for evaluation. -device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. -complaint history review indicated that there have been no previously reported similar events for the same lot number. Conclusions: the investigation concluded that there was a manufacturing nonconformance as there was no evidence of either welding or press-fit on both pins in the cutting block.

Event description:
The sales rep reported that a pin from 4:1 cutting block came off during surgery. No adverse effects to patient and the issue was quickly noticed. Sales rep reported that no extra operative time was needed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.